Event description:
Additional information received that there was no patient involvement associated with the event.

Manufacturer narrative:
B5: additional information received. E: initial reporter last/first name and e-mail updated. H3: analysis of the device was completed and concluded that the unit came in with main board failure. H6: codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 : analysis results were not available as of the date of this report. A follow-up report will be submitted once analysis gets completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while setting up for an inspire implant case, the nim vital pi box would not establish a cable connection, but kept connecting via bluetooth even though the cable was connected properly. The user proceeded by pulling another complete nim vital system into the room, which was showing the cable connection as expected. There was no known patient impact.